Event description:
It was reported to boston scientific corporation that a therapeutic stone retrieval procedure occurred using our zero tip retrieval basket in 2007. During the procedure, it became very difficult to remove the device from the patient. Upon removal it was noted that the basket was disintegrated. The procedure was aborted since the physician and our boston scientific representative both were concerned that a fragment(s) may have broken off. The device was reviewed through a microscope and all pieces appeared to be intact. The patient was discharged and is scheduled for a follow up visit. The patient is scheduled for a CT scan to verify if any fragments remained. No further information forthcoming.

Manufacturer narrative:
Customer complaint confirmed. Significant damage to the returned device was observed, including the sheath being pushed distally over the basket. The basket cannula that holds the wires together at the base of the basket is flushed with the distal tip of the basket. The most likely cause of this complaint, based on investigation of the returned device and information from the event description, is that an unknown issue with the scope used in the procedure cause the device to become pinched and not allow the device to be withdrawn without significant damage. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; one similar complaint was recorded. The june 2007 fifteen (15) month-zero tip basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.